Manufacturer narrative:
Final analysis found a partial, distal portion of the lead was returned. External abrasions breaching the outer coil and exposing the outer coil were noted at 16.1 cm to 16.6 cm and at 32.8 cm to 34.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise and mode switch anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate mode switch. The noise could be reproduced in the clinic. The patient was asymptomatic. The lead was explanted and replaced during routine device change out procedure. The patient tolerated procedure well with no complications.